Event description:
In 2008, the pt reported that he had concerns with the piston rod of his infusion device. He stated that the piston rod does not completely retract and he continues to receive e10 (cartridge) errors. He continued to attempt to retract the piston rod until the display of the infusion device read "cartridge volume 315 unts" as if the piston rod were completely retracted. He stated that the piston rod was stuck at the halfway point. No physiological effects were reported. The pt stated that he will switch to his back up infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.